Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular lead exhibited loss of capture even at high output. Impedance decreased from 800 ohms to approximately 400 ohms. Lead repositioning was scheduled.